Event description:
Patient was revised to address dislocation attributed to the stem position. Evidence of disassociation has also been identified.

Manufacturer narrative:
Examination of the returned stems finds nothing outward to suggest product error. Only expected damage from extraction is noted. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. Evidence of disassociation of the liner and cup is also identified. Device evaluation did not however identify or verify product error with regard to the disassociation. It appears the liner was not properly engaged with the acetabular cup. Review of the device history records for the acetabular cup did not reveal any related manufacturing deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should any additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
Previous examination of the returned stem did not confirm or suggest product error. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup, fracture (component), dislocation with open reduction and loosening of stem. It was also indicated in the revision sticker sheets that the liner, head and stem were removed on (B)(6) 2009. Added dob, law firm, surgeon, manufactured date, ips head and unknown hip implant for the alleged fracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation attributed to the stem position. Evidence of disassociation has also been identified. Doi (B)(6) 2007 stem and cup doi: poly liner (B)(6) 2009 - dor (B)(6) 2009 (right side). Update 10/25/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update 2/4/2013 - pfs and medical records received. Revision operative notes indicated that the patient suffered from instability and a loose liner. Update ad 15 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what was previously alleged, ppf alleges loosening of cup, fracture (component), dislocation with open reduction, and loosening of stem. It was also indicated in the revision sticker sheets that the liner, head and stem were removed on (B)(6) 2009. The cup was reported on (B)(4). Doi: (B)(6) 2007 (stem); doi: (B)(6) 2009 (liner, head); dor: (B)(6) 2009 (right hip).